Event description:
It was reported that the biomed was doing the 6-month preventive maintenance and the fluid delivery line (fdl) inlet pressure test failed. Per review of wo notes, they checked the history and the arctic sun device had never been at the depot for the 2k pm, explained that the low inlets pressures could be indicative of a weak circulation pump since the device had 7356 hours on it, said they do their own work, they were going to do a calibration to test the pump and will order a new circulation pump if it fails.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.